Event description:
It was reported by service report that there was an issue with the communication and the functions of the footboard causing the exit and scale to not function. No pt involvement or adverse consequences are reported.